Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive bolus express buttons due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 146 mg/dl. Customer stated that the button error this morning and was able to clear the issue but now the buttons are not responding. The device will be returned for analysis.